Event description:
The manufacturer was notified on 30 oct 2014 that after implanting the orbis mechanical valve (model # m2-027, serial # (B)(4)), it was observed that one of its leaflets did not open and close well. The valve was removed and replaced with a st jude device.

Manufacturer narrative:
Result = review of the device history records is on-going. Valve will be evaluated, if returned from the hospital.